Event description:
Analysis was performed on returned device.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. H3: analysis of the 97745 intellis controller (s/n ((B)(6)) revealed broken/cracked lcd screen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having problems with their controller. Caller stated that yesterday afternoon their back was hurting them more than normal so they went to check the controller they saw that the controller was 60%. Caller stated they sat down for a while and their back continued to hurt so they tried to turn the controller back on but it was just blank and they couldn't get it to come back on. Caller added that they tried taking the battery out and putting it back in but that didn't resolve the issue. Caller noted that the controller was plugged in all night long. During the call, caller plugged the controller into the ac power supply and stated it turned on and showed the controller was still at 60% and the implant was empty. Caller stated their controller was unresponsive for 20 hours and they had tried everything to get it back on before. Caller went on to describe the other problems they've had with the controller being that their stimulation is turning off randomly. Caller stated they charge the implant every morning because it will be down to 0%. Caller stated they always turn all their stimulation settings back on but off and on the past 2 weeks by the afternoon they'll notice the stimulation is off again. Caller stated when they notice this they check the controller the implant will still have enough battery that the stimulation should be on, so they turn it back on. Caller was very concerned that something was wrong with the controller. The issue was not resolved. A replacement controller and battery pack were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), product ID: 97745bp, serial/lot #: (B)(6), b3: event date is year valid h3: analysis found battery pack scrapped due to failed cycle count should be 150 reads 542. Scrapped due to failed state of health should be >=88% reads 83%. Scrapped due to failed full charge capacity should be >1350mah reads 1209mah. Scrapped due to broken tab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.